Manufacturer narrative:
A boston scientific technical services consultant stated that detection enhancements are not available in redetection, explaining the reason for therapy delivery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device received clinically inappropriate therapy for supraventricular tachycardia (svt). It was reported that therapy should have been inhibited by detection enhancements. No adverse patient effects were reported.